Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. The signal loss was resolve after ten minutes. No additional patient or event information is available.